Event description:
It was reported that the intra-aortic balloon (iab) fiberoptix sensor (fos) was not recognized by the pump. The physician utilized the iab using on the ECG input. When removing the iab, which was in use for 77 hours, the iab could not be removed through the teflon sheath. As a result, the iab had to be surgically removed from the right femoral artery because there was a blood clot approximately 2cm in size at the tip of the balloon which caused the balloon to become stuck at the tip of the sheath. The patient had already been unconscious when the iab was inserted and remained unconscious. The patient has no torturous vessel or calcification. During the intra-aortic balloon pump (iabp) treatment, the pump did not alarm so the physician did not notice the blood clot until attempting to remove the iab. (B)(6) noted that the iab was prepared per instruction. There was no reported death or complications as a result. Additional information received from (B)(6) stated that heparinized saline was used in the lines of the iab.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.